Event description:
A facility reported a strong "vinegary-like" odor or "crayon smell" coming from the sterrad 200 unit. The manager of the department stated "the fumes/vapor has a very distinct odor. It will fill the entire room [and the department is very large]. There are times it [the odor] can take your breath away and make you feel as if your throat is closing off". A healthcare worker (hcw) reported symptoms of "skin reaction, burning to the neck and face, tingling sensation on the face and tongue lasting 2-3 hours" when working with or near the sterrad 200. This is an ongoing circumstance for this healthcare worker since (B)(6) 2011 (which was the first event for her). At that time she did not seek medical attention. The hcw had worked for several years in the department with the sterrad 100s, before leaving, now she has returned to the department, working with the sterrad 200 and is having skin reactions again. The manager of the department stated that she has seen the skin reaction manifest. The doctor's diagnosis is "allergic reaction". The doctor prescribed prednisone and benadryl. She is allergic to codeine. A follow up interview was conducted with the hcw. She stated that her current status is "she cannot be in the room when the sterrad 200 doors are open". She also stated that at the time of the initial event of (B)(6) 2011, she was unloading the sterrad from a completed cycle when she began to feel her neck burn. She stated that her skin became very red and irritated. She now reports that she has a scar on her neck from the first irritation that has not gone away in over a year. The scar is described as the skin on the area of her neck that became irritated has become dark in color. After service they continue to experience an odor emitting from the sterrad 200 system. The hcws are still experiencing symptoms.

Manufacturer narrative:
In the event asp receives additional information, a supplemental medwatch report will be submitted. This complaint is being reported to FDA as a serious injury report for symptoms related to the strong odor. (B)(4). This is one of five 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00104; 2084725-2012-00105; 2084725-2012-00106; 2084725-2012-00107 and 2084725-2012-00108.

Manufacturer narrative:
Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(4) 2012 to (B)(4) 2012) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from (B)(4) 2012 through (B)(4) 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code allergic reaction ((B)(4) 2013 through (B)(4) 2013) revealed the highest risk is considered as low as reasonably practicable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The asp field service engineer replaced the vacuum pump and the unit was left in working order. In addition, an asp team compromised of quality, research and development and field service completed a customer site visit. The ventilation in the room was found to be inadequate as the room did not meet asp's specifications of 10 air exchanges. Also, the room conditions propagated an uncomfortable increase in temperature and humidity. No oil mist or abnormal h2o2 emissions were detected. No parts were returned for further evaluation. Asp will continue to track and trend this issue.